Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing from mix chamber to t-fitting on the flowcell. The fse replaced the tubing along with all the tubing at the differential mix chamber and retic chamber as a precaution. There were no further leaks or errors observed. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 30 mls of clear fluid leaked from the lh 780 hematology analyzer. The leak was not contained within the instrument. The customer stated that there were differential voteouts on patient samples. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.